Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt passed away unexpectedly. The pump was not recovered. The pt was found expired in the morning of (B)(6) 2014. According to the pt's spouse, she heard the power module alarm "as if there were an interruption of power." The pt's spouse reported seeing "numbers on his display monitor when she went in to check on him." When ems arrived and they turned him onto his back "his driveline just fell out." A review of the submitted log file showed a pump disconnect alarm, causing the pump to stop. It was also reported that the pt allegedly may have been confused when getting up in the middle of the night and accidently removed his percutaneous lead. There were no reports prior to the time of the event as well as on the history screen. The associated system controller will be sent back for further eval.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hosp regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.